Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 28 jun 2022. A doctors letter noted the patient had bilateral total knee arthroplasties on (B)(6) 2015. The doctors letter noted that on (B)(6) 2020 left knee revision. Prior to surgery the patient had reported having pain in right and left knee, with it worse on the left. Preoperative radiographs were noted to show loosening of the tibial component with some varus tilt. There was some evidence of subsidence noted as well. A preoperative examination showed effusion and some increased laxity. During the revision, the surgeon reported that the tibial component was found to be grossly loose at the cement/implant interface. The femoral component and patella were intact. At tibial sleeve and press-fit stem were utilized. Postoperatively it was determined that a periprosthetic fracture incurred at the time of the implantation of the longer tibial stem. Patient was prescribed a delay in weight bearing. Healing occurred within 5-6 months. The doctor's letter did not specifically mention which components were implanted during the primary surgery or revision, but it was implied that they were depuy products, as the lawyers letter noted the patient¿ left knee revision was attributable to the failure of the attune device.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.